Event description:
The clinician sucessfully implanted an excluder endoprosthesis device. At the completion of the procedure and the withdrawal of the 18fr. Introducer sheath, the iliac artery ruptured. The iliac artery was repaired by expanding the access site and implanting a jump graft with hemoshield from the external iliac artery to the femoral artery. The sheath was not available for an analysis. The pt was doing well following the procedure.